Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that during a pacemaker exchange relative to the subject device, there connection difficulties incurred with the ventricular lead. Following the procedure, the v lead does not operate and impedance is >3000 ohms. A re-intervention was performed and another pacemaker was implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during a pacemaker exchange relative to the subject device, there was connection difficulties incurred with the ventricular lead. Following the procedure, the v lead does not operate and impedance is >3000 ohms. A re-intervention was performed and another pacemaker was implanted.

Manufacturer narrative:
The manufacturing review did not reveal any irregularity.

Event description:
The physician reported that during a pacemaker exchange relative to the subject device, there connection difficulties incurred with the ventricular lead. Following the procedure, the v lead does not operate and impedance is >3000 ohms. A re-intervention was performed and another pacemaker was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device evidenced operation in accordance with specifications, except for an irregularity related to the glue drop designed to maintain the position of the associated connection set-screw.

Event description:
The physician reported that during a pacemaker exchange relative to the subject device, there connection difficulties incurred with the ventricular lead. Following the procedure, the v lead does not operate and impedance is greater than 3000 ohms. A re-intervention was performed and another pacemaker was implanted.